Event description:
A customer had a problem with a sharps container. The customer alleges that she received a contaminated needle stick when a needle punctured the front of the sharps container. The nurse reported that she had laid the container on its side and the needles were slightly above the fill line when the needle punctured the container.